Event description:
Received spontaneous communication from the home infusion agency reporting that the nurse was having issues with the patient's pump on friday, (B)(6) 2022, when attempting to infuse him. It is reported that it is not working correctly and needs a new one sent out by thursday to infuse the next dose on friday. It is reported that the nurse also needs more filters and extra tubing because she used them trying to figure out if that could remedy the issue. She did not infuse via the pump and used a dial­ a-flow for his infusion instead. The patient tolerated well with no ill effects. The pump malfunction did not impact the patient. The nurse was unable to provide any further details on the pump malfunction. The pharmacy will send a new pump prior to patient's next infusion and the family or nurse will send the malfunctioning pump back. The pump sn is (B)(4). Indication: mucopolysaccharidosis, type ii. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; reported to (B)(6) by health professional.